Manufacturer narrative:
H6: corrected health effect - clinical code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be related to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation.

Event description:
It was reported via legal documentation that a patient had a unspecified total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2022 approximately 16 years and 6 days after initial implant. No images were provided. There is no device information provided. There is no other information available.